Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was damage to the tubing of the homechoice cassette. This was noted before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and incomplete molding at the patient line¿s borla clamp was found. Functional testing was performed which included clamp function testing. During clamp function testing it was found that the clamp cannot close in closed position due to incomplete molding. The reported condition was verified. An assignable cause for incomplete molding could not be determined. Should additional relevant information become available, a supplemental report will be submitted.